Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("enormous belly, felt like 7 months pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension and abdominal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("enormous belly, felt like 7 months pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension and abdominal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.